Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during multiple procedures in (B)(6) 2018, issues with aspiration occurred. There was no requested vacuum in the system. This usually occurred during irrigation/aspiration, making it hard to remove cortex. The procedures were completed successfully after changing cassette. There was no patient harm. This is one of two reports for this facility. The alcon reference number is (B)(4).

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. (B)(4).

Event description:
A nurse reported that during multiple procedures in february 2018, issues with aspiration occurred. There was no requested vacuum in the system. This occurred during phacoemulsification, irrigation-aspiration (I/a) or cortex modes. The procedures were completed successfully after changing cassettes or replacing the console. There was no patient harm. This is one of two reports for this facility. (B)(4).